Event description:
Reporter indicated that vns pt is experiencing constant hoarseness and voice alteration. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis. It was reported that the pt used to experience hoarseness and voice alteration with stimulation, but that it is now constant. Adjustments in device settings and temporarily discontinuing stimulation have not resolved the constant hoarseness. The pt wants to have the ncps system explanted because they have reportedly not experienced efficacy with the nvs therapy.